Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high sic (sensing integrity counter) counts and non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. A lead fracture was confirmed. Reprogramming was completed due to lead noise. When the rv lead was extracted and tested, it was found to also have noise. The rv lead was then replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.